Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01627 - 1221359-2022-01636.

Event description:
The customer reported false positive results with the ID now covid-19 assay occurring on various dates with various lots. This MFR. Report addresses patient three (3) of ten (10) and lot 1060928 (total quantity 2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal sample with the test kit swab. Confirmation testing via pcr (platform unknown) on (B)(6) 2022 generated negative results. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1060928 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1060928, test base part number 190-430 / lot: 1060928. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060928 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction